Event description:
Philips received a complaint by the customer on the v60 indicating that after disconnecting the proximal tubing on the patient circuit, there was a proximal line disconnect alarm. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer initially reported to the remote service engineer (rse) that the v60 had a vent inoperative (inop) 1009 error code. The rse instructed the customer to check the tubing from the gas delivery system (gds) to the gas outlet port, and the customer found that they were crossed-- after changing them to the correct port, the reported issue could not be duplicated, but there was a proximal pressure line disconnect alarm. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and will be reopened if new information becomes available.